Manufacturer narrative:
Section h10: the cori drill rob10013, (B)(6), used during treatment, was returned for evaluation. Nothing was visually identified that leads to the reported scenario. A functional evaluation was performed, and the reported scenario cannot be confirmed. The drill attachment and the tracker could be removed manually. The retaining nut for the attachment was fastened according to the specification of 20 ft-lbs. A kpc test and a test case were performed and could be completed without any failures occurring. The drill was opened for further investigation and no visual defects were found. The exposure motor was tested and passed. No additional failures were found within the drill. A test case was performed again, and no failures occurred. The loading and unloading of tracker and attachment could also be performed without any problems. An engineering review was completed. The exposure motor was tested and found to be responsive. Although the reported problem could not be confirmed through a visual or functional evaluation, factors that may have contributed to the reported symptom may have been associated with an intermittent exposure motor or a recoverable software error. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. The real intelligence cori for knee arthroplasty user manual provides guidelines for recovering to a fully manual procedure in the "recovery procedure guidelines, appendix d". The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities. Internal complaint reference number: (B)(4).

Manufacturer narrative:
H10: internal complaint reference (B)(4).

Event description:
It was reported that during cori assisted tka surgery, the real intelligence robotic drill displayed the following error: timeout drill has been deactivated. Surgery was resumed without any delay by manual procedure. Patient was not harmed as consequence of the problem.